Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week after implant right atrial (ra) lead was in a state where neither sensing nor pacing was possible. An x-ray confirm that the ra lead had dislodged into the inferior vena cava (ivc). It was noted that the patients atrium was large and there were many areas where electrical data was poor. A revision procedure was completed and the lead remains in use. No patient complications have been reported as a result of this event.